Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The system was tested in clinic with noise was able to be reproduced. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.